Event description:
It was reported that during a remote follow up, noise resulting in oversensing, far field r-wave oversensing, and high pacing impedance were noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, diagnostic imaging was note performed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.